Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. H3: 97715: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. 977c265: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken; 18.5cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal cord stimulation system was removed on (B)(6) 2020.

Manufacturer narrative:
H10. Correction to supplemental report 001. Continuation of d10: product ID: 977c265; lot# serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2020; product type: lead; product ID: 977c265; lot#serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications on (B)(6) 2020. It was reported that the controller was showing ¿settings not available¿ on the controller screen. The patient stated that he was not able to increase the stimulation but was able to decrease the stimulation. Specifically, the patient lowered stimulation down to 0 but the patient was only able to reach 0.1 the because lower limit screen came up. The patient then stated that he was able to increase stimulation to 0.2 but could not go higher than that. The patient confirmed that the controller battery was at 50% charged ad the ins was at 80%. The lithium ion battery was reset but the issue did not help. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check on device and to do any reprogramming as needed. There were no further complications reported or anticipated. Additional information was received from the patient (pt) on 2020-aug-31 that he is not able to increase stimulation due to getting settings not available on controller. Patient services (pss) reviewed message meaning and reviewed options to try changing groups or decreasing stimulation. Patient stated he only has one group available (a). Pt confirmed his ins is sufficiently charged. This has been going on for a while (confirmed started this year in 2020). Pt decreased stimulation on call from 0.6 down to 0.4 and he wasn't able to increase stim again until he turned MRI mode on/off. Following turning on/off MRI mode pt was able to increase stim back to 0.6 and then turned MRI mode on/off again and was able to increase stim to 0.8, but was unable to increase stim any further. Pss redirected pt to hcp to discuss settings not available. Pt confirmed understanding. Additional information was received via a manufacturer representative from the patient on 2020-oct-10. The patient was continuing to see the settings not available: unable to deliver the desired settings message on the patient controller. The patient's implant was interrogated using the clinician programmer and an impedance test was performed to check the integrity of the lead. The impedances revealed that all ten lead contacts were open and displaying values greater than 40,000 ohms. There were no environmental or external factors noted to be contributing factors. No interventions have been taken at this time. It was noted that the health care professional has not additional information at this time. No appointment has been set between the physician and patient to discuss the options to resolve the issue. Surgical intervention was not planned or performed at this time.